Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-may-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having a lead revision to improve stimulation coverage and minimize stimulation in the patient's right side/ribs. Fluro was taken to insure initial leads were properly placed and posterior. The leads were restyleted and relocated. Stimulation was turned on intraoperatively, but stimulation was not improved and still gave the patient uncomfortable side/rib stimulation. The ins and leads were explanted and would not be replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the removed product was discarded. The cause of the issue was unknown. The issue was resolved. No further complications were reported.